Manufacturer narrative:
H6: investigation summary: no samples were received; therefore, 5 retention samples were sent to the chemistry lab for testing. 1 photo was visually evaluated and the issue with clotting was not seen in the photo. The tubes have been centrifuged with the gel barrier present. 5 production lot in-house retention samples were visually inspected with no issues being identified and submitted to the chemistry lab for testing. All results were within the specification limits of (B)(4) for catalog 367962. Retention and control tubes were sent to franklin lakes for evaluation if required. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the retention testing was within specification limits. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "in the past two weeks we¿ve noted nine specimens in which the entire plasma tube was clotted, similar to if a non-additive serum specimen was centrifuged immediately after collection. To be clear, this is different than the small clots we may observe if a lihep pst specimen is not mixed sufficiently after collection. It¿s almost as if the collection tube was not heparinized at all. The entire liquid plasma portion of the specimen is contained within the clot."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "in the past two weeks we¿ve noted nine specimens in which the entire plasma tube was clotted, similar to if a non-additive serum specimen was centrifuged immediately after collection. To be clear, this is different than the small clots we may observe if a lihep pst specimen is not mixed sufficiently after collection. It¿s almost as if the collection tube was not heparinized at all. The entire liquid plasma portion of the specimen is contained within the clot."